Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified an arc mark on the device case. Review of device memory found a shorted lead fault (fault code 1004) and charge time exceeded fault (fault code 1007) were recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a low, out-of-range (oor) shock impedance (<20 ohms) at implant. A charge time issue was noted and the device did not deliver a shock when required. A message was displayed indicating a shorted lead condition and that charge time had been exceeded. A new device was selected and successfully implanted. This device was returned to boston scientific for analysis. No adverse patient effects were reported.